Event description:
The customer called technical support (ts) reporting that the device keeps rebooting. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer has tried running with the battery disconnected and had replaced the pm pcba; unit still turns on by itself. Referenced the signal path sequence chart for the power switch. The rse advised the customer to swap the display and if the problem persists to replace the cpu. If the problem resolves to disconnect the power switch from the ui pcba. If the problem persists to replace the ui pcba. If the problem resolves to replace the power switch overlay. Further information is pending.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. A supplemental report will be submitted if new information is later obtained.